Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's device was not working. No further information was provided. The device remains in service. No adverse patient effects were reported.